Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6. (Type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse recalibrated the touchscreen. The unit passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported prior to use that the cardiosave intra-aortic balloon pump (iabp) unit showed error #6 no trigger. There was no patient involvement reported.